Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that the impedance observed was just over 5300 ohms. The impedance was also noted to have dipped just below 5300 ohms. Patient impedance was noted to have been around 3000 ohms not too long ago and the patient had a recent fall. Tc was recommended to suggest xrays be taken. Programming data was provided and reviewed. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Physician was made aware the impedance values observed were likely due to the m1000 increased impedance. No additional relevant information has been received to date.